Event description:
(B)(6) study. Same case as MFR# 2134265-2012-04471, 2134265-2012-04472, and 2134265-2012-04524. Same patient as: 2134265-2012-04680, 2134265-2012-04679, 2134265-2012-04678, 2134265-2012-04681, 2134265-2012-04974, 2134265-2012-04470, 2134265-2012-05451. It was reported that post a coronary artery stenting treatment procedure in-stent restenosis occurred. In (B)(6) 2012 the patient experienced 90% in-stent restenosis of previously placed promus element plus stents implanted in the lad. A non-bsc guide catheter and a luge guide wire were used. Multiple balloon inflations were performed in the proximal, mid and distal lad using nc quantum apex balloon catheters sizes 2.5mm x 12mm, 3.0mm x 12mm, 3.5mm x 12mm and 4.00 x 12mm. A 2.25mm x 24mm ion stent was deployed in the distal lad at 14atm for 47 seconds and a 2.75mm x 28mm ion stent was deployed in the mid lad at 16 atm for 30 seconds. A 3.5x28mm ion stent was deployed in the proximal lad at 16atm for 37 seconds. It was noted during this procedure that the previously implanted promus element stent appeared to be slightly under dilated compared to the rest of the lad vessel and was later treated with balloon inflation. During the procedure, the patient experienced chest pain after use of an icross imaging catheter and the balloon catheters which was treated with nitroglycerin and morphine. In (B)(6) 2012 the patient presented with unstable angina and was hospitalized. A 90% in-stent restenosis was found in the stents implanted in the lad. This was treated with balloon angioplasty using a 2.0mm x 12mm and a 3.0mm x 12mm apex balloon catheter in the mid lad. During inflation of the 3.0mm x 12mm apex balloon catheter the patient experienced chest pain and was treated with morphine. The event was considered resolved and the patient was discharged the same day. In (B)(6) 2012 the patient experienced cardiac chest pain and was hospitalized and was treated with medication. Also percutaneous coronary angioplasty and brachytherapy was performed to the proximal lad extending to the mid lad. The patient was discharged with the event resolved.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).